Event description:
It was reported that the patient noticed an alert and went to the hospital for a device check. The results showed that lia (lead integrity alert) had triggered, with a high sic (sensing integrity counter) and several events of nsvt (non-sustained ventricular tachycardia). Intermittent noise was also noted. Detections were turned off, and the lead was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).